Event description:
(B)(4). Also stomach bloating.

Event description:
I had horrible cramps at first I had no period and I gained 40 lbs so I thought I was pregnant the first year then I started to get my period for 2 weeks at a time with horrible cramps migraines hair loss fatigue sharp pains at the bottom of my stomach and now I have diabetes type 2 and my doctor who put essure in didn't do the hsg test 3 months after placing essure in I didn't find out I even needed a hsg test until 4 years later I also deal with nausea. (B)(4). Update on (B)(6) 2014: also stomach bloating.